Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer's freestyle libre 2 sensor detached prematurely. The customer could not monitor glucose and it was reported he became sleepy and lethargic. A healthcare meter reading of 383 mg/dl was obtained, and the customer treated with unspecified medication via IV. There was no report of death or permanent injury associated with this event.